Manufacturer narrative:
One device was received. Per visual inspection, the top case cracked/chipped by the front left bottom corner. No visible contamination. Force sensor test error found in event history log (ehl) several times. Per functional testing, the reported problem was duplicated during start-up/self-test. Steady state reading of the force sensor. The complaint was confirmed. The root cause was the force sensor being out of calibration. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced top case. Re-calibrated force sensor, updated device software and performed preventative maintenance (pm). The device passed all functional and delivery tests.

Event description:
It was reported the device exhibited a force sensor error. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.